Event description:
A malfunction was reported concerning a pump, which did not lead to any adverse impact on the customer¿s blood glucose level. The issue, characterized by a resettable malfunction code, persisted even after an initial reset attempt. As a result, technical support provided the customer with a pump reset guide and eventually arranged for a replacement. Since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
A malfunction was reported concerning a pump, which did not lead to any adverse impact on the customer¿s blood glucose level. The issue, characterized by a resettable malfunction code, persisted even after an initial reset attempt. As a result, technical support provided the customer with a pump reset guide and eventually arranged for a replacement. Since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer will use multiple daily injections (mdi) as a backup.